Manufacturer narrative:
The customer¿s report that the plunger housing was not connected to the syringe and the device did not alarm was confirmed. Review of the pcu event and error logs showed that there were no alarms recorded. It is unknown how long the plunger sensor flag was stuck during the infusion. Inspection of the syringe module showed that the plunger sensor flag and plunger force plate were heavily contaminated with a dried substance that made the sensor read as if there was a syringe plunger in place when there was not. The device would have infused once the plunger head reached the syringe plunger depending on original height. It also would have infused at the correct rate, but the initial volume read would have been incorrect because the syringe plunger head was lower than the calculated height. The root cause of the customer¿s complaint was a maintenance issue in addition to the user not placing the syringe plunger head inside the plunger grippers. The plunger sensor flag became stuck in the lower housing due to heavy fluid contamination.

Event description:
It was reported that in the aidhc department, the syringe driver head was not engaged and the device did not alarm as expected. A primary infusion of midazolam 0.5mg/ml with a volume of 50ml in a 60ml syringe was infusing at a continuous rate of 0.4mg/kg/hour. The customer stated that there was no adverse effect noted to the neonate due to the event.

Manufacturer narrative:
Concomitant medical products: ICU medical reference number (B)(4) infusion set. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age and dob requested but not provided, however, the customer stated that the patient was a neonate.

Event description:
It was reported that in the (B)(6) department it was found during a primary infusion of midazolam 0.5mg/ml with a volume of 50ml in a 60ml syringe infusing at a continuous rate of 0.4mg/kg/hour that the syringe pump driver head was not engaged and the device did not alarm as expected. The customer stated that there was no adverse effect noted to the neonate due to the event.